Event description:
Customer mentioned having an issue with the insulin pump shutting off and not giving insulin. Customer stated that their blood glucose readings were 300 mg/dl due to the screen being blank. Customer was treated with manual injections. Customer also mentioned that the sensor was reading low when the blood glucose readings were normal. Customer continued to state that they had high blood glucose readings of 400 mg/dl and did not receive an alert from the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see MDR 2032227-2014-41966 for report under the insulin pump.